Event description:
A nurse called for assistance in locating the basal rates in the insulin pump programming. The caller stated that the customer had been treating by bolusing with the insulin pump and also by giving manual injections. The customer had been experiencing low blood glucose levels, and was hospitalized several times. Found that the customer's doctor did not know that the basal rates were a constant background delivery, and had ordered the customer to deliver boluses and manual injections. The customer was not present at the time of the call. Troubleshooting was not possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.